Manufacturer narrative:
The customer was sent troubleshooting tips via email from customer service. The customer contacted medela again on (B)(6) 2018 via email stating that she checked all of the breast pump parts and the pump worked for 10 minutes or so, but then stops pumping milk. Customer service responded, requesting that the customer call to speak with a customer service representative directly. The customer called on (B)(6) 2018 and customer service conducted troubleshooting with the customer. At that time, the customer was sent replacement parts. On (B)(6) 2018 the customer called back and stated her suction was still low. The customer service representative verified her breast shield sizing and that she was using the new parts which were sent to her. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer alleged that she had mastitis due to engorgement and was prescribed antibiotics. The customer requested that medela clinical staff contact her. On (B)(6) /2018, medela clinical staff provided the customer with information about breastfeeding and how to prevent engorgement. Contact with the customer is on-going regarding the current status of the mastitis and to determine if the replacement device is working without issue. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer alleged to medela llc via email that she was experiencing low suction with her freestyle breast pump.